Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) indicated no irregularity. There was no abnormality in appearance. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by temporary defect of video processing board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device have not been returned to omsc but were returned to olympus (B)(4) (okr). For evaluation. Okr could reproduce the reported phenomenon which was that the endoscopic image disappeared. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before unspecified procedure, an endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.